Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition drawer failed to stay closed was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the fse reported that drawer 6 was not reading as closed. The fse tested the unit in hta (hardware test application) and found that the latch sensor was not reading. The pyxibus module controller (pmc) board was replaced to resolve the issue. Finally, the fse tested the drawer successfully with no further issues. During dchu visual inspection: pn (B)(4): the part showed no physical damage, but signs of fluid ingress were found on the rear side of the board. During dchu testing: pn (B)(4): no testing was required due to the fluid ingress observed on the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure drawer failed to stay closed is attributed to the condition of the part pn (B)(4) which produces a miscommunication.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to stay closed. As per part investigation, it was determined that signs of fluid ingress were found on the rear side of the board. There were no adverse events or injuries reported based on this event.